Manufacturer narrative:
The technician isolated the problem to the sidecom circuit board. He replaced the sidecom circuit board to repair the bed.

Event description:
Information received indicates the nurse call is not sounding when the button is pushed.